Manufacturer narrative:
Product investigation is in progress.

Event description:
Cotton fluff shedding from the pulling string at the bottom, cotton fluff shedding from the pulling string at the bottom [device breakage] . Case narrative: consumer reported via phone that the cotton fluff was shedding. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cotton fluff shedding from the pulling string at the bottom, cotton fluff shedding from the pulling string at the bottom [device breakage] . Case narrative: consumer reported via phone that the cotton fluff was shedding. No injury was reported.